Event description:
During routine follow up, the programmer froze and shut down during a temporary test; the physician reported that the device was still operating in temporary programmed mode at 50 min-1.

Manufacturer narrative:
January 07, 2010. This event concerns a device that was mfg and used outside the united states. (B)(4): review of the electronic data and files received. The complaint report states that the programmer screen froze on the temporary parameters screen, and then shut down (crashed) although pacing rate was temporarily programmed to 50ppm. Upon re-interrogation (i.e. During the second session), the device was reportedly still functioning with temporary settings (rate = 50ppm). Available info could not confirm the reported behavior. In fact, the crash reported during the first session - after the screen froze - was just a normal end of session requested by the user. However, the second interrogation was performed normally (no temporary mode was launched) until it was terminated suddenly by a real crash, just after the aida reading was completed. There was no trace of a normal end-of-session requested by the user. No telemetry error was observed in the logfiles, so this behavior could be due to a shut down of the programer (power cut, software crash...). The origin of the reported behavior remains unk. It should be noted that temporary programming settings (in the temp screen) are only active during temporary mode and while telemetry is active. As soon as the session ends or the telemetry is interrupted, programmed parameters are restored, as specified. Therefore, no conclusion could be drawn, although a programmer issue would be the most probable explanation. If such events were to recur (involving either the implant or the programmer, or both), then a programmer issue or a device failure might be considered. (B)(4).